Event description:
It was reported the patient presented in clinic for follow-up with shortness of breath and fatigue. Upon interrogation, it was discovered the implantable cardioverter defibrillator (ICD) was oversensing far p-waves and myopotentials resulting in pacing inhibition. Programming changes were implemented. The patient was in stable condition.